Event description:
According to the available information a patient with erectile dysfunction of unknown origin received a genesis implant on december 19, 2024. On august 21, 2025, he sought medical attention reporting penile pain and pus discharge from a fistula acquired after the implant. The patient underwent surgery to treat the fistula and replace the implant on (B)(6) 2025. The physician reported that the fistula was acquired due to the patient's rejection of the implant. No surgical or post-surgical complications were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Two malleable rods were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of penile pain and fistula, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information a patient with erectile dysfunction of unknown origin received a genesis implant on (B)(6) 2024. On (B)(6) 2025, he sought medical attention reporting penile pain and pus discharge from a fistula acquired after the implant. The patient underwent surgery to treat the fistula and replace the implant on (B)(6) 2025. The physician reported that the fistula was acquired due to the patient's rejection of the implant. No surgical or post-surgical complications were reported.